Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix having problems to screw enough in for left-bundle branch pacing. A different lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment: per response from the sales representative, the lead was an attempted implant due to helix issues, which is not reportable. Please ignore report 2124215-2023-31432.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to unknown reasons. A different lead was implanted. No additional adverse patient effects were reported.